Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400 mg/dl with vomiting, nausea, abdominal pain, lethargy and large urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient was reportedly given correction insulin doses. The reporter alleged the pump experienced an intermittent power issue and the battery compartment was cracked. The reporter confirmed the battery cap has never been replaced on the insulin pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with intermittent power with pump damage.